Event description:
It has been reported that the device showed an error code on multiple ECG attempts "errors in the ECG data were detected during recording; start the recording again." It is unclear if this issue was discovered while in use on a patient or during testing.